Event description:
On (B) (6) 2010, patient reported experiencing hyperglycemia while using the backup infusion device. Patient stated, he switched to his backup infusion device after he was unable to correct his elevated blood glucose. Patient reported his blood glucose was 18 mmol/l (324 mg/dl) prior to the call and that he delivered a meal bolus about an hour and a half prior. Patient's normal blood glucose range is 4-7 mmol/l (72-126 mg/dl). Patient stated, the infusion device has not displayed an error or alert during this time. Patient reported earlier in the day he disconnected the infusion tubing from the infusion set and delivered a bolus of 2.0 units of insulin. Patient stated insulin dripped from the end of the tubing, he placed the infusion device into stop mode and primed 25.0 units of insulin successfully. Patient had no alternate form of insulin therapy; advised to contact his doctor or other physician for advice. On follow up call to patient on (B) (6) 2010 patient reported he spoke with his physician and the cause of the elevated blood glucose was still not known. Patient stated his blood glucose readings did not return to normal, so his doctor placed him on insulin injections. Troubleshooting did not find any product issues. Infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.